Event description:
It was further reported that the correct lesion site was the right superficial femoral artery.

Event description:
It was reported that during the pta / stenting treatment procedure, a vessel dissection occurred during inflation of the gazelle balloon dilatation catheter. The gazellt device was advanced to the 90% stenotic lesion in the left superficial femoral artery (sfa). The dissection occurred during balloon inflation for predilatation of the lesion. A radiofocus 0.035/260 cm guidewire was advanced to the lesion. Resistance was encountered while advancing the 6f iliac wallstent delivery catheter over the guidewire, therefore the wallstent and guidewire were withdrawn. The physician tested the wallstent and radiofocus guidewire outside of the pt and again found resistance. The lesion was then crossed using a v-18 guidewire. The wallstent delivery catheter was advanced over the guidewire without resistance and the stent was successfully deployed. Post dilatation of the wallstent was performed using a gazelle balloon catheter the pt was reported to have no complications as a result of the dissection. The pt's status was reported as 'good'.